Event description:
A letter was received from the treating physician and reported the patient still has "strider" and subjective shortness of breath with very minimal activity. Cardiac cath was normal. Chest x-ray was normal. She had a bronchoscopy under sedation by her pulmonologist on (B)(6) 2013: volitional vocal cord adduction. This is psychogenic per the physician and not the vns. She temporarily turned "off" the vns (put magnet over the vns) on (B)(6) 2013 and again on (B)(6) 2013 and states that her shortness of breath problem resolved. The patient is being evaluated by pulmonologist. The patient's strider and shortness of breath is better since the normal and magnet mode output current was decreased. The physician plans to continue to decrease output current if possible without increase in seizures. The patient still feels that vns is "worth it" and is please with seizure control despite side effects and wants to continue with vns for now. The patient had episodes of chest discomfort and right arm numbness pre-vns implant, and it was never clear what causes these symptoms. The physician noted that it may be stress, as they resolved as her stress and anxiety improved. The patient suffers from significant anxiety any symptoms-chest pain, dizziness, arm numbness and will use the magnet with these somatic complaints to preclude and prevent a "seizure". A copy of the physician's flashcard was provided to the manufacturer for review and confirmed that the diagnostics are within normal limits.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
.

Event description:
A vns patient's husband reported on (B)(6) 2012 that the patient's chest pain which has been present prior to vns implant has gotten stronger since (B)(6) 2012. The pain is described as going down the center of her chest and curving under her left breast. The pain is not associated with stimulation but is also not constant. The husband reported that the neurologist turned up the patient's settings at the last appointment to which the patient could not tolerate. As a result, the physician increased the patient's duty cycle, but he feels the patient's settings are really high. The husband also explained has noticed his wife has shortness of breath when the device is stimulating. She is only able to do very little activity and gets very tired and fatigued easily. Of note, he also reported that the patient has received great benefit from her vns since implant in (B)(6) 2011. Follow-up with the treating neurologist was performed. The patient had a follow-up appointment on (B)(6) 2012, and the output currents were decreased (from 2.0ma/2.25ma to 1.75ma/2.0ma). The physician states that the relationship of the chest pain, shortness of breath and fatigue is unknown. The patient did not complain of shortness of breath on the (B)(6) 2012 visit. It was noted that if the fatigue is related, but the patient suffers from chronic fatigue and appears depressed due to family stress. It is unknown if there were any causal or contributory programming or medication changes precede the onset of the events. The patient does not have a history of shortness of breath prior to vns implant. The physician later reported on (B)(6) 2013 that the patient continues to have shortness of breath with exertion since about september/october. The physician lowered the output current to see if it improved the shortness of breath, but it has not to date. She has recently increased the duty cycle from 1.8min off, but there was no noted change in shortness of breath. The patient has been evaluated by a pulmonologist, which did not show any issues with her lungs. The patient has had on-going chest pains, even prior to vns and not related to the stimulation on-times, so she is being evaluated by a cardiologist. It was also indicated that the patient is having issues even with normal low impact daily activities. The physician recommended to the patient to tape the magnet over the generator to see if the device disablement helps resolve the issues. Of note, the physician indicated that the patient does have some anxieties, so there could be some exaggeration of issues by the patient. Additional follow-up was performed with the physician on (B)(6) 2013. She reported that she is not "absolutely sure" if the patient exhibited these symptoms (shortness of breath) prior to vns implant. However, she did think the shortness of breath may be worse with vns; it is not just with exertion but it is constant. Of note, the patient is reported to be anxious, so the physician has difficulty determining the severity of the patient's reports. The patient is having a cardiac cath, sleep study and possibly a few other studies done but there are no results and/or diagnosis as of yet. The physician continued to report that the patient asks if there could be anything wrong with the vns therapy system, but she is anxious. X-rays were taken of the vns system but did not show any anomalies. The physician indicated that since they did not show anything, they will not be mailed for review. The physician confirmed that the "machine is fine." No device deficiencies are suspected. The patient still feels stimulation. The physician notes that she could rapid cycle more if she wants to, but she does not want to change anything until the tests come back. Everything is reportedly fine as far as seizures/headaches. The patient experienced increased seizures in (B)(6) 2012 that are not believed to be related to vns therapy. The patient is more comfortable as far as clinical symptoms recently, except she cannot stand long to do dishes, laundry, etc.. The physician instructed the patient to do all activities normally to see if the disabled device by use of the vns magnet helps resolve symptoms. No additional information has been provided to date, but the physician reported she will report new information when it is available.